Event description:
The customer has been experiencing leaking and deflation difficulties with the balloon catheter. One incident regarding deflation led to the balloon being burst in order to remove the catheter. No adverse affects have been observed.

Manufacturer narrative:
No product was returned to assist in the investigation. Per quality control, it is verified that the balloon inflates and deflates properly. An IFU is provided with this device, in which it is stated, "use only bacteria-filtered carbon dioxide for balloon inflation." The complaint was confirmed based on the customer's testimony. It is uncertain at this time as to what caused the difficulty with the limited info rec'd. It is possible that contrast was used to inflate the balloon and the contrast crystallized in the lumen during use. This would have prevented or increased deflation time. Per the IFU, carbon dioxide should be used to inflate the balloon. We will notify appropriate internal personnel and continue to monitor for similar complaints. Based upon the conclusion of quality engineering risk assessment, further risk mitigation is not required at this time.